Event description:
The patient had a seizure and fell. His implantable neurostimulator battery was very low the day of the seizure. The battery was down for about a week. When the patient attempted to recharge, he was unable to do so. The recharger showed a "?" By the low battery icon. The patient tried multiple times to communicate with the device after repositioning the recharger and using the antenna without success. The physician programmer was unable to interrogate the device. The hcp planned to see if the device flipped during the seizure and fall. The hcp planned to replace the implantable neurostimulator with a pump because the patient got 15% relief from neurostimulation. A follow-up report will be submitted if additional information becomes available.